Event description:
While servicing the ventilator for reported physical damage, the manufacturer's service technician noted the ventilator would not power on. The service technician replaced the ventilator's power supply to correct the finding. Upon completion of service, the power supply was returned to the manufacturer for factory failure analysis. Failure analysis revealed a malfunction of the power supply that could result in a loss of ac power during operation. Malfunction of the power supply during use could cause the ventilator to shut down and alarm. There was no problem reported with the ventilator power prior to service. The ventilator was not in use on a patient and therefore, there was no patient involvement or harm. Extended self testing and performance verification testing was completed and all tests passed to operating specifications.